Event description:
A report was received in 2002 by ciba vision that a patient who had a right eye memorylens implant in 2000 had the lens explanted and replaced with another lens 7 weeks later due to an inflammatory reaction.